Event description:
During a morning check, it was reported that the device failed to power on properly and locked up on the self-test screen. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported lock up failure. Physio replaced the parameter pcb and user interface pcb to stack flex cable assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer use.